Manufacturer narrative:
Continuation of d10: product ID hh90t01. Serial# unknown: product type mobile platform product ID a820. Serial# unknown: product type software product ID tm90t0. Serial# unknown: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump. It was reported that the personal therapy manager (ptm) handset locks up or takes a long time when delivering bolus. It stopped at 91% always. It was further noted that the patient was having issues with the ptm since they first got it, which may have been about 6 months ago or a little more. When the patient first received it, connecting to the pump and delivering boluses was a 10-15 minute process of waiting to find communicator, retrieve pump settings, and deliver bolus. In the healthcare provider¿s (hcp) office during a refill or drug change, the hcp had no issue connecting to pump and for a week or a month after the refill, the patient noticed a faster connection time, but then as pt gets closer to refill date the connection time slows way down. It was further noted that to decrease the connection time, the patient did remove the communicator and turn it off, but did not close the ptm application; they left it running in the background since the patient delivered a bolus every hour. It was indicated that this had resulted in a large amount of document storage for ptm application logs. During the call the patient had 8.7g of document storage and was receiving an error "not enough storage available to access application service code 158 call mdt). Patient services consulted with technical services and mobility and reviewed how to delete storage. Patient services reviewed how to occasionally close ptm app and shut down ptm handset as running the app 24h/day may be contributing to the reported issues. Patient services redirected the reporter to repair to discuss replacement product per duration to deliver a bolus. The patient had an appointment tomorrow (2020-sep-17) at hcp office. It was reviewed to call if assistance was needed and that the patient could also call back to update if the issue was not resolved with troubleshooting performed at the time of the report. No patient symptom was reported. No further patient complications have been reported as a result of this event.